Event description:
It was reported that this pacemaker exhibited premature battery depletion (pbd). Analysis showed that the power consumption of this device has been increasing during the past year. The expected power consumption was about 35 microwatts, however this device is consuming 105 microwatts and the power consumption was expected to continue to increase. The device either be replaced or have the battery status reevaluated. Once replaced, please return the device for detailed analysis. As of this time, the device remains in service. No adverse patient effects reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.